Event description:
At the first check-up, two weeks following a sling procedure, a hernia repair and hysterectomy performed in 2003, the pt began having recurring infections and pain in the groin, intially the dr said they were slow healer. Pl was prescribed steriods and antibiotics until dr discontinued steriods in 2004 as they did not appear to be providing a permanent cure. Infections would get better for a couple of weeks, the worsen.